Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient wanted to increase their stimulation more on their right-hand side because they were having a little more shakiness on that side. Patient stated that when they went to the screen where they could adjust their stimulation, they couldn't find the way to increase their stimulation. Patient confirmed that their healthcare provider (hcp) allows them to make adjustments to their stimulation, but just not too much. Patient also mentioned that they didn't know if changing from group a to group b will help because group b caused them headaches. Agent then asked the patient what they saw on their end and patient confirmed that there was no option to change their level of stimulation. Agent redirected the patient to their hcp to further address the issue. When asked for the event date, patient did not provide an estimate and instead, just stated that their right-hand side has always been a little bit shaky, see pe (B)(4) for previous account of losing balance.